Event description:
It was reported that during a diagnostic bronchoscopy procedure, the rubber at the slit section of a single use biopsy valve broke and the part fell off inside the bronchus. The dropped part was retrieved using a suction pump. The procedure was completed with a replacement single use biopsy valve. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.